Event description:
It was reported that the patient underwent a surgical procedure to deactivate their artificial urinary sphincter (aus) for unspecified reasons. The cuff component of the device was removed and the associated tubing was plugged; no new components were implanted. There were no patient complications. No further information is available at this time a supplemental report will be submitted should additional information be received. Additional information was received indicating a second procedure was performed during which a new occlusive cuff was implanted.

Event description:
It was reported that the patient underwent a surgical procedure to deactivate their artificial urinary sphincter (aus) for unspecified reasons. The cuff component of the device was removed and the associated tubing was plugged; no new components were implanted. There were no patient complications. No further information is available at this time a supplemental report will be submitted should additional information be received.